Event description:
The customer reported via phone call that they were hospitalized on b)(6) 2015 for their blood glucose. Customer also reported they did not check their blood glucose, causing them to be hospitalized. Customer's blood glucose was between 200 mg/dl and 300 mg/dl at the time of admission. Customer was hospitalized for five hours for their blood glucose. Customer also reported having surgery in the past, causing them to have fluctuating high and low blood glucose. Customer's blood glucose at the time for the call was 350 mg/dl. The customer also reported they received a calibration error alert with their sensor. The customer did not finish troubleshooting at the time of the call. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.